Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the findings are as follows: it was confirmed that the tip of the distal cover was deformed, and the rear end was cracked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the reported issue was likely due to the following: 1. The distal cover overlapped the hook on the tip of the endoscope, and it is possible that the distal cover did not completely get over the hook on the tip of the endoscope. As a result, the attachment was inadequate, and the distal cover was easily removed from the scope. 2. When the product is stored, the distal cover may be crushed by a load that causes a slight crack, and the load during subsequent use may crack the rear end of the distal cover or deform the tip of the distal cover. As a result, the fixation with the scope became insufficient and it became easy to come off the endoscope. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿should any irregularity be observed when inspecting the distal cover, do not use it. A distal cover with irregularity could not serve the endoscope properly and/or could fall off during the examination.¿ "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 9.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." ¿attaching the distal cover - please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation.¿ this supplemental report includes a correction to h4 from the previous submission. Also, an update has been made to d9 and h3 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is submitted to provide the date of manufacture.

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to provide information to h10 that was inadvertently not included in the previous submission. See correction below: since the actual product has not been returned, a reproduction check was performed using a representative device (maj-2315/lot: h2831) according to the procedure in the instruction manual, but the indicated phenomenon was not reproduced. During the development stage, quality evaluations were conducted using mass production prototypes, and it was verified that "the distal cover does not come off from the endoscope during use." The parts supplier conducts sampling inspections of 3 parts for each production lot and confirms that the parts conform to the specifications each time.

Event description:
The customer reported to olympus that during therapeutic endoscopic retrograde cholangiopancreatography using this evis exera iii duodenovideoscope and single use distal cover, the distal cover was missing when the scope was taken out. The distal cover fell off in the patient's stomach and was recovered by esophagogastroduodenoscopy with roth net. The procedure was delayed by five minutes. The procedure was completed. The devices were inspected before use and no abnormalities noted. There were no reports of patient or user harm associated with this event. Patient identifiers: (B)(6)- single use distal cover. (B)(6)- evis exera iii duodenovideoscope. This report is for (B)(6).

Manufacturer narrative:
This device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. This report has also been submitted on importer medwatch report #2429304 - 2023 - 00081.